Event description:
Staff alleged that the head section will not raise. There was no reported injury or incident.

Manufacturer narrative:
Bed located in maintenance. Requested technician to isolate the coil then the valve. The account has not returned (B)(4) attempts to determine the resolution of the alleged malfunction.